Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/7/2021. H.6. Investigation: bd received six photos as well as 4 shelf cartons of pbbcs customer samples for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged packaging with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged packaging was observed. Bd determined that the root cause of the indicated failure mode was attributed to transportation/storage after leaving the manufacturing site. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced damaged or open unit package/ seal where sterility is compromised. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: 23 g bd vacutainer pbbcs with pah x 4 shelf packs affected with what the customer describes as "melted" packaging causing the butterfly to be exposed prior to use. Product was not used due to sterility concerns and all product with that lot number has been put aside.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced damaged or open unit package/ seal where sterility is compromised. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: 23 g bd vacutainer pbbcs with pah x 4 shelf packs affected with what the customer describes as "melted" packaging causing the butterfly to be exposed prior to use. Product was not used due to sterility concerns and all product with that lot number has been put aside.